Manufacturer narrative:
Concomitant: product ID 8711, lot# n134700003, implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient was in jail and was going to prison. The health care provider (hcp) wanted to shut the pump off so it won¿t be alarming while the patient was in prison. The pump had been empty for a while. At the time of report it was going to be 7 years since implanted. The pump would be turned off on (B)(6)-2014. The pump was used to infuse an unknown type of drug. No additional information was reported. If additional information is received, a follow-up report will be sent.